Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not returned for analysis as it remains implanted. Per the information provided, the coil was repositioned several times and resistance was encountered. The coil broke from the pusher wire at the junction and became stuck in the microcatheter. The physician used a coil pusher to advance the coil in to the aneurysm. Therefore, it is probable that the junction broke as the coil was repositioned. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
The coil prematurely detached from the pusher wire during repositioning. The coil broke at the junction and became stuck in the microcatheter. The physician used a coil pusher to advance the coil in to the aneurysm and continued coiling the aneurysm. The procedure was successfully completed. There were no consequences or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the response received it was determined that friction was felt as the coil was being withdrawn into the microcatheter for repositioning a second time. The coil had been soaked in saline prior to procedure, continuous flush was maintained and the patient did not have a tortuous anatomy.

Event description:
The coil prematurely detached from the pusher wire during repositioning. The coil broke at the junction and became stuck in the microcatheter. The physician used a coil pusher to advance the coil in to the aneurysm and continued coiling the aneurysm. The procedure was successfully completed. There were no consequences or impact to the patient.